Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, several attempts were made to position the lead. Poor sensing and high thresholds were measured. The lead was extracted for testing, the helix popped out after too many rotations. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.